Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, initial test determined no output volts on all channels and no fan rotation. Inspection of dismantled unit determined complementary metal oxide semiconductor (cmos) control integrated circuit (ic), failed short circuit on primary converter base printed circuit board (pcb). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.

Manufacturer narrative:
The complaint occurred during clinical training. Per data log analysis, on 13-feb-2019 the system was powered up multiple times and on the fifth power up the system is reporting a "supply voltage failure" on power supply two (vps2). This will cause the reported "battery cannot be charged-full backup may not be available" message.

Manufacturer narrative:
The field service representative (fsr) verified that the power supply status screen was reading ps2 status signal as '1 fail'. The ps2 output was zero volts direct current. He replaced the power supply. The unit operates to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the output of the power supply to be zero volts instead of the expected 24 volts direct current (dc). Software data logs were returned to the manufacturer on 26-feb-2019.

Event description:
It was reported that during the use of the device for a non-clinical activity, a "battery cannot be charged - full backup may not be available" message was displayed. There was no patient involvement.